Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional test was performed on the attachment device and the device exceeded temperature limits in the elbow and base, therefore, the reported condition was confirmed. This is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing the attachment device "ran hot". The malfunction did not occur during surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.